Event description:
It was reported that following implantation and during final testing of the right ventricular (rv) lead, thresholds were high and impedance was not consistent. Therefore, the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4). The full lead was returned to the manufacturer and analyzed and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked buckled, and outer insulation breached cut. There was blood in/on the helix mechanism. The lead was stretched and had apparent explant damage.